Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. If the initial reporter also sent report to FDA was unknown. No information has been received to date

Event description:
It was reported that the disposable cassette was leaking at the bladder connection. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 08-aug-2022 via email. And attached to complaint object. There is no patient information to report, as the leaking cassette was not used in patient care. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-13387. The report was submitted in error., corrected data: corrected data provided in h10.